Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "tubes are underfilling - vacuum is insufficient."

Manufacturer narrative:
Investigation summary: bd received 50 samples for investigation. Twenty (20) of the samples were evaluated by functional testing, each drawn with deionized water, and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
H.6. Investigation summary: bd received 50 samples for investigation. Twenty (20) of the samples were evaluated by functional testing, each drawn with deionized water, and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "tubes are underfilling - vacuum is insufficient.